Event description:
It was reported that patient presented to the clinic because they "felt something different". The atrial lead values were all within normal limits but the atrial capture management outputs had increased. The outputs on the device were reprogrammed and the patient could no longer feel the pacing. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.